Event description:
Affiliate reported the strip got separated from the patty. Problem with counting the patties used. Risk of leaving a patty in the pt.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.